Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information clarified that when the patient turns his lumbar system on, the stimulation causes nerve irritation throughout his entire body. No interventions have been planned at this time.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient is experiencing ineffective and uncomfortable stimulation with his lumbar system. Reprogramming was unable to resolve the issue. The next course of action is unknown at this time.